Event description:
Patient received medical tattoo for markings of site for radiation treatment, bilateral hips is site of tattoo. On (B)(6) 2013, patient complained of discomfort at site and has inflammation of skin and soft tissue.